Event description:
It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead. The ra lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.